Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2018-01194 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2018-01193 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a gastroscopy with band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician successfully deployed the first band using the device. However, upon attempting to deploy the second band in the patient, the band failed to deploy. Upon removal of the device from the patient, it was noted that the bands were ¿jammed¿. A second speedband device was used, the physician successfully deployed the first band outside the patient to ensure it was working properly. However, upon attempting to deploy the second band, the physician felt some tension and the band failed to deploy. The third and fourth bands on the device were noted to be ¿jammed¿. The patient experienced minor bleeding, and the procedure was completed with a different device. Additionally, the physician noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the component found five bands present with some bands were moved out of their position and were caught under other bands. It was noticed that the ligator head teeth were bent and the suture was detached from the ligator head. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and moving bands without being deployed, which could have contributed with the reported issues. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
This report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2018-01194 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2018-01193 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a gastroscopy with band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician successfully deployed the first band using the device. However, upon attempting to deploy the second band in the patient, the band failed to deploy. Upon removal of the device from the patient, it was noted that the bands were ¿jammed¿. A second speedband device was used, the physician successfully deployed the first band outside the patient to ensure it was working properly. However, upon attempting to deploy the second band, the physician felt some tension and the band failed to deploy. The third and fourth bands on the device were noted to be ¿jammed¿. The patient experienced minor bleeding, and the procedure was completed with a different device. Additionally, the physician noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.